Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pads are not being recognized. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the pads are not being recognized. There was no patient involvement.